Event description:
It was reported that the insulin pump alarmed no delivery during the fixed prime procedure. The blood glucose reading was 596 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. Advised the insuln pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. The customer's husband stated that the customer had been off of the insulin pump for a little while and that she was treated with a manual injection. He felt that her blood glucose was high because she had been off of the insulin pump. Advised her to continue with insulin pump therapy and monitor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.